Event description:
It was reported that the customer experienced issues with the buttons on the insulin pump. The customer stated that he tried to enter his carbohydrates for a bolus but the number stayed at zero. The customer's up button was not working. The customer's blood glucose was 160 mg/dl. Troubleshooting was done. The customer could not do a manual bolus. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, cracked reservoir tube, and a cracked case near the display window corners were noted during the visual inspection. The buttons functioned properly. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.